Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a patient regarding their external device. It was reported that a patient whose personal therapy manager (ptm) was getting stuck at 90% when trying to get a bolus. The company rep stated the patient was seeing this a lot and had resulted in replacing handsets. Agent tried to have company rep remove pairing to see if it would correct the issue or not .while decoupling occurred technical services tried to have the company rep pair to pump and could not. The company rep stated she was going to try to meet the patient today to troubleshoot in person. Additional information was from a consumer (con) via a company representative (rep) stated that the software version for the event was 2.0.1700. The issue was caused by more date the phone application. Action: ¿went to ¿settings¿ and then the ¿apps¿¿ then ¿myptm¿ ¿ I then ¿deleted data.¿ I then was able to retry connecting and once the data was deleted from the myptm app it connected right away."